Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks on two different occasions. Each time the patient was sitting and did not feel weak or dizzy. There have been no medication changes in the past six months. A review of the episodes noted evidence of oversensed noise which dissipated post shock. A copy of the device's memory was provided to boston scientific technical services (ts) for review. Ts noted that the electrode appears to be superficial however the can is in an appropriate location. Ts recommended additional isometrics and pocket manipulations with postural changes. Based on the findings, reprogramming could mitigate the clinical observations. Due to the improvement in the patient's cardiac condition the device therapy was turned off.